Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity and mild calcification. The vessel was pre-dilated and the promus 2.25 x 08 mm stent was attempted to cross; however, it failed to cross. The stent delivery system (sds) was retracted and pre-dilatation was performed again. The promus was advanced, however, it again failed to cross the lesion. The promus sds was retracted and resistance was encountered during removal. During retraction though the left main, the stent dislodged. The dislodged stent was attempted to be retrieved with two snare devices, but was unsuccessful. A guide wire was advanced through the dislodged stent and the stent was advanced to the mid lad, where it was compressed against the vessel wall of the lad by implanting another promus stent in the target lesion. Angiographically the vessel looked fine. The patient was discharged from the hospital. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): re-insertion. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It should be noted that the promus everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the available information reviewed, there is no indication of a product quality deficiency.